Manufacturer narrative:
Product event summary: the full lead was returned, and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The distal conductor was extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported the left ventricular (lv) lead was fractured while tying it down at the suture collar. It was further reported the captured threshold increased after tying it down. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.